Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the scope was leaking from the biopsy channel. The probe unit has a deep cut on the c-cap. The um cord has collapsed. There were 20 broken elements at the um image. There was a bite at the bending section. The light guide tube has a dent. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. There are physical defects of the bending section and insertion tube. The tube is flat. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The DHR confirmed that there was no breakage of the curved part and no rubble of the acoustic lens at the time of shipment. The lm reported that the most probable causes for the reported event are as follows: it is considered that external force was applied due to handling, because the image or the curved part fracture was confirmed, and the tangle was confirmed in the universal code. It is speculated that the external force applied resulted in the generation of this phenomenon. It is considered somewhat likely that an external force was applied to the distal end because the squeal of the acoustic lens was confirmed from the image and the sound line missing was also confirmed. It is speculated that the external force applied to the apical region resulted in the generation of this phenomenon.